Event description:
The account alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found that the latch mechanism is sticking. The technician lubricated the side rail latch mechanism to resolve the issue.